Manufacturer narrative:
Date of event - not provided, month and day of 2005. The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4). Device not returned for analysis

Event description:
(B) (6) peripheral cutting balloon registry. It was reported that in (B) (6) of 2004 the patient underwent treatment with the peripheral cutting balloon device for two lesions. The lesion morphology was concentric. Lesion one was de novo. The locations of the lesions were in the femoral (target lesion 1) and distal below the knee (target lesion 2) arteries. Target lesion one was located in a vessel that was non-tortuous with mild calcification and had a reference diameter that was 5.5mm. Target lesion 1 length was 20mm and was 90% stenosed. Target lesion 2 was located in a vessel that was mildly tortuous with mild calcification and had a reference diameter of 3.0mm. The target lesion 2 length was 10mm and 80% stenosed. The target lesion post-procedure stenosis was 0% for target lesion 1 and 10% for target lesion 2. Patient follow up visits performed in (B) (6) of 2005 and in (B) (6) of 2005 both confirmed patency of the target lesion (lesion number was not specified), no additional intervention had been performed since discharge and no adverse events were reported. In (B) (6) of 2005 the patient had a follow up visit. The target lesion (lesion number not specified) was not patent and surgery, an amputation (date not provided) had been performed. No additional information was provided.